Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a turbine module communication error and a power error. The ventilator was investigated on site by our field service engineer and the reported technical error codes could be confirmed in the device logs. Moreover, error codes indicating missing software options was also found in the provided logs. Further investigation revealed that the o2 cell was defective and returned to us for investigation. The investigation confirms the o2 cell to be defective and it was concluded that it most likely caused to the reported events.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module communication error and a power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).